Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the right ventricular (rv) lead. A revision procedure was performed and dislodgement of the rv lead was observed. The physician suspected the dislodgement was due to patient ambulation. The rv lead was successfully repositioned to resolve the event. The patient was in stable condition.